Manufacturer narrative:
Device analysis report attached. This report is submitted on september 11, 2023.

Manufacturer narrative:
This report is submitted on july 31, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 (reason for the explant unknown). The patient was re-implanted with a new device in the same procedure.